Event description:
It was reported that the flex is leaking. Bladder injury, unnoticed emptying of the bladder.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Investigation was closed on september 22, 2025. The following was found: a visual and functional test was carried out on the endoscope. The endoscope shows signs of use (scratches), the stopcock driver on the stopcock housing and the light connection adapter are missing. There are stains on the cover glass. There are stains on the cover glass and the stopcock housing is corroded. The shaft and the articulation cover are damaged and therefore leaky. The causes of these problems are due to usage errors or/and wear. The endoscope may no longer be used in this condition and must be repaired. The error described by the customer "injury to the bladder, unnoticed emptying of the bladder" by the endoscope could not be confirmed. The distal end and the articulation cover have no sharp-edged damage that could have led to damage to the bladder. All edges are rounded and the damage found in these areas would not damage the bladder. The event is filed under internal karl storz complaint ID: (B)(4).